Event description:
It was reported that the patient alleges that the infusion device delivered too much insulin at night. He stated that before bed his blood glucose level was in the 180's mg/dl. Around 2:00am his wife found him unconscious and called emts. Emts tested his blood glucose with a result of 28 mg/dl. He was given a shot of glucagon, and unknown IV, and was taken to the emergency room. At the emergency room his blood glucose level was 54 mg/dl. He was given food and released when his blood glucose level was in the 120's-130's mg/dl. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.